Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/09/2016, that the display device read failed transmitter error on (B)(6) 2016. No additional patient or event information is available. Data was provided for evaluation. The reported failed transmitter error was confirmed via data. A root cause could not be determined. The transmitter was returned for evaluation. A visual inspection was performed and no observations were found related to the customer complaint. However, due to the no voltage on the returned unit, it was not possible to review the share data log or perform a functional test. The reported customer complaint could not be confirmed. The root cause could not be determined post investigation.